Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. The visual inspection reported no defects. The functional evaluation confirmed that the device was unable to re-charge the battery, establishing a relationship with the event reported. The root cause was identified as a depleted battery. The lithium ion re-chargeable battery, contained within the device is subject to a limited number of charge cycles, battery failure can occur when it has reached its life expectancy. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the console is not loading anymore and the representative confirmed that this is a failure to charge. The device is available for analysis and no harm or injury reported.